Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and eccentric de novo lesion in the mid common iliac artery. Prior to use, the 12x40mm armada 35 balloon dilatation catheter (bdc) was prepped per instructions for use. The bdc was advanced to the lesion; however, the balloon ruptured at 4 atmospheres during the first inflation. The procedure was successfully completed with another armada 35. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. It is likely that the balloon rupture is the result of interaction with the lesion site or associated devices during use. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.